Event description:
It was reported that the stopcocks would not stay attached despite attempts to tighten them. They came loose when the patient was proned and the patient was not receiving nmba and sedation and the analgesic was not getting infused to the very ill patient. The patient also bled all over.